Manufacturer narrative:
The device was returned to greatbatch for evaluation incomplete but the reported event is confirmed. Visual inspection of the returned device verified the screw coupling subassembly universal joint has disjointed from the chain assembly. Both of the welds on both of the forks have broken, causing the long pin to come out completely which was not returned with the device. The missing long pin then allowed the small pins to shift within the block since the welds failed. In addition, the weld has broken which adjoins the ratcheting mechanism to the body. The breakage of this weld may not properly allow the implant cup locked to the device. From further observation, the returned complaint sample appears to have been used in multiple surgical procedures as there are mallet impacts on the strike plate on the handle of the device. There was also many scratches, gouges, and nicks throughout the device which also indicates that it was used in many procedures. However, it is unknown as to how many procedures this device has experienced throughout its life in the field. A manufacturing review was performed and no discrepancies were found. The instrument had no non-conformances related to the failure and passed all dimensional, functional, and inspection criteria. This is the first failure of the screw coupling subassembly universal joint for this device. In summary, it is unknown as to how the screw coupling subassembly welds have failed. As this is the first occurrence of this failure type for this device, it is considered an isolated incident. No further investigation is required.

Manufacturer narrative:
The complaint device has been returned, but the investigation has not yet been completed. Once the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor (B)(4).

Event description:
It was reported during an unknown procedure on a (B)(6) year old female patient, that the cup impactor broke while inserting the cup and would not unscrew. The cup had to be pulled out and the procedure was completed with another device. No broken piece of the instrument was left in the patient and there was no delay in surgery. No adverse events were reported as a result of the malfunction.